Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11923. It was reported the pt had heating at the ipg site. The pt reported the heating was present when the ipg was turned off. In addition, the pt reported she had turned the system off, since she was not receiving effective stimulation. The pt has had a consistent burning sensation since that time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.